Event description:
It was reported that a transport wheel of the stretcher had detached. Additional details have been requested. There was no initial report of patient involvement or injury associated with the reported issue.

Manufacturer narrative:
An authorized field technician was dispatched to conduct a visual and functional evaluation of the stretcher at the customer's location. The reported issue was confirmed, the wheel assembly was repaired and the stretcher was returned to service.

Event description:
It was reported that a transport wheel of the stretcher had detached. Additional details have been requested. There was no initial report of patient involvement or injury associated with the reported issue.